Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the btt short port would not hold air in the balloon port. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The hospital intends to return the device in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is rec'd. A lot history record review could not be completed as the product lot number is unk. (B)(4).